Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es fingerprint scanner was not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner doesn¿t work because the biometric identifier (bio ID) would not power up. A field service engineer (fse) reset the station, inspected the universal serial bus cable, and reconnected it, yet the light remained off. The fse ordered a replacement for the bio ID scanner. The power management package had been deployed three days prior, resolving the issue. The system functioned as intended after the field service engineer repaired the device.